Event description:
The report received from the affiliate indicated that during the patient's elective index procedure when the guiding catheter (manufacturer/model unknown) was engaged, a dissection occurred at the left main/proximal left anterior descending (lad). The target lesion for the left main/proximal circumflex was reported to be: de novo, concentric, 20 mm in length, vessel diameter of 3.0 mm and type c. The left main/proximal circumflex segment was pre-dilated and a cypher 3.0 x 23 mm stent (stent #1) was implanted at 18 atm for 15 sec to treat the dissection. The stent was post-dilated, details unknown. The patient then had a cypher 2.5 x 18 mm stent (stent #2) implanted in the distal right coronary artery (rca) at 18 atm for 15 sec and a cypher 3.0 x 33 mm stent (stent #3) implanted in the proximal rca at 18 atm for 15 sec. Ivus was done and a dissection in the mid rca that the physician related to the 2.5 x 18 mm stent (stent #2) was noted (adverse event/ae#1). The dissection was treated by an additional cypher 3.0 x 33 mm stent (stent #4). The residual stenosis was 0%. The flow pre and post-procedure was timi 3. An act was measured but the value was unknown. For the proximal/distal rca, the lesion was reported to be: de novo, concentric, 80 mm in length, vessel diameter of 3.0 mm and type c.

Manufacturer narrative:
Expiration date: 5/28/2006. The patient had another elective procedure done three (3) days after the index procedure done by retrograde approach. The target lesion was the proximal lad. The lesion was reported to be: de novo, eccentric, bifurcated, calcified, ostial, a chronic total occlusion (cto), and type c. The lesion was pre-dilated with a 2.0 x 15 mm balloon details unknown. A cypher 3.0 x 18 mm stent (stent #5) was implanted at 18 atm for 15 sec. An additional cypher 2.5 x 28 mm stent (stent #6) was implanted at 18 atm for 15 sec proximal to the 3.0 x 18 mm stent (stent #5) in overlapping fashion. The stents were post-dilated using the kissing balloon technique (kbt) with a 2.5 and a 3.0 mm balloon/length and details unknown. Ivus was done. The residual stenosis was 0%. The flow pre-procedure was timi 0 and post-procedure timi 3. An act of 321 was measured. Approximately eighteen months after the index procedure, the patient complained of chest pains and was taken emergently to the hospital. St segment elevation was observed on the ECG. Coronary angiography was done and thrombus was reported in the 5th and 6th cypher stents implanted in the proximal lad and the 2nd, 3rd, and 4th stents implanted in the proximal/mid and distal rca (ae#2). The very late thrombosis (vlt) in the proximal lad was treated by balloon angioplasty and by implantation of another cypher 3.0 x 33 mm stent (stent #7) implanted inside the cypher stent implanted in the proximal lad. An intra aortic balloon pump (iabp) was then inserted. The day after insertion, the iabp was removed. One week after the onset of symptoms of the very late thrombotic event, the thrombosis in the proximal/mid/distal rca was treated by balloon angioplasty and implantation of a taxus 3.5 x 32 mm stent in the previously implanted cypher stent in the mid/distal rca. An additional cypher 2.5 x 28 mm stent (stent #8) was implanted in a new lesion in the right atrioventricular branch at 16 atm for 15 sec. The physician's comment regarding the possible cause of the thrombotic event was because the patient's cilostazol and sarpogrelate hydrochloride medications were stopped and the procedure was complicated (dissection, retrograde approach etc.). Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of eight products used for the same patient. Please reference MFR. Report #9616099-2007-02228, # 9616099-2007-02229, # 9616099-2007-02230, and #9616099-2007-02231.